Event description:
The account generated (B)(6) architect havab-igg results on a patient serum sample during look back testing. Additional testing showed 6 of the 8 samples used in look back testing had architect havab-igm (B)(6) results. No additional specific patient data was provided. No impact to patient management was reported. Data provided: sample ID: (B)(6), female, collection date of (B)(6) 2012. Architect havab-igg = (B)(6) with lot 10340li00. Vidas = (B)(6) (no unit of measure provided).

Manufacturer narrative:
The investigation team received the customer returned specimens but unfortunately no further investigation could be performed as the sample volume of the 8 samples received was not sufficient for performing any further tests. As part of this evaluation, the investigation team reviewed the complaint records for the affected lot numbers and did not identify any problems relating to the customer observation. A review of the human negative population testing for final release revealed no indications that the specificity of the lot numbers might be adversely affected. As part of this evaluation a review of complaint records for the affected lot numbers did not identify any problems relating to the customer observation. A review of the product labeling concluded that the issue is adequately addressed. It has been determined that the architect havab igg reagents identified in this event were performing acceptably at the time the customer observed these (B)(4) results as all lots were still within the revised expiration dating of 6 months. No deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect havab-igg, list 6c29, that has a similar u.s. Product distributed in the u.s., architect havab-g, list 6l27. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.